Event description:
The customer alleged that when 4 scope washers were being purged, the fumes coming from the unit cause reactions for herself and one other employee. The employee reported to have experienced asthma like symptoms for three days. She sought medical attention and the physician prescribed prednisone for her symptoms. Asp customer care reviewed first aid information from msds with customer. The customer had a copy of msds.

Manufacturer narrative:
Reference MDR 2084725-2008-00646 for employee #1 of 2.